Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an ultrafiltration event occurred during hemodialysis therapy with an ak 96 machine, described as "after getting off the machine, the deviation between the set total ultrafiltration volume and the actual volume was too large". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; however, the device was inspected on site by a local technician. No repair information was provided. A device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.